Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 500 mg/dl. Customer stated that she was having issue with infusion sets pulls out the needle grey plastic prongs stays in the set and cant connect the reservoir used the silhouette stated that the darker piece that the needle comes out.there was a piece of plastic that breaks of in the connection point so the tubing cant attached to the site piece. The insulin pump will not be returned for analysis.